Event description:
It was reported that there was an apparent lead fracture, the high voltage lead impedance was greater than 200 ohms, the tip to right ventricular coil impedance varied from 400-1400 ohms, and noise was present. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.